Manufacturer narrative:
The suspect prod is the softclix plus lancet.

Event description:
Pt reported the lancet did not retract into the lancet device. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect prod and replacement prod was shipped. The softclix plus sys, lot bar049.